Event description:
It was reported that an ilet device experienced a hardware failure in which the display separated from the housing, after which the screen went dark and became nonresponsive to touch; the user stated the device fell from clothing and the screen popped out, and the device could not be recovered through app-initiated restart. Symptoms included no injury. Outcomes included interruption of insulin delivery workflow requiring use of backup therapy. Investigation included collection of device history and service records, user interview, and request for device return for evaluation. Investigation of this case revealed a broken or delaminated screen consistent with physical damage and a nonfunctional touchscreen. It was concluded that the event was due to physical damage to the device display assembly resulting in loss of function, with no patient injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.